Event description:
Related manufacturer report number: 3006705815-2024-09684 . It was reported that the patient underwent surgical intervention (B)(6) 2024 and a portion of the patient's lead remains implanted. The investigation was unable to determine which lead attributed to the issue.

Manufacturer narrative:
The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs octrode lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000158363.

Event description:
Additional information received reports that the patient underwent surgical intervention on (B)(6) 2024 in which the remaining portion of the lead was removed.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.